Manufacturer narrative:
A visual and microscopic examination identified proximal stent damage. The proximal stent strut rows 1 to 3 were misaligned. This type of damage is consistent with the device reencountering some form of resistance during advancement and/or withdrawal. Examination identified kinks along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The mfg batch record review confirmed that the device met all material, assembly and performance specs. The most probable root cause is operational context as device performance was limited due to anatomical and or procedural factors. (B)(4).

Event description:
Reportable based upon analysis completed 06/18/2009. It was reported that during a coronary artery drug eluting stenting treatment procedure, crossing difficulties were encountered. The 99% stenosed target lesion was located in the severely tortuous and calcified distal right coronary artery (rca). The physician was unable to cross the lesion with a 2.50x32mm taxus liberte stent. The procedure was successfully completed with a different device. No pt injuries or complications were reported. However, device analysis revealed stent damage.